Manufacturer narrative:
Follow-up # 1 date of submission 11/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2015 with the following findings: during testing, the pump was powered on and emitted a cs 069 call service alarm immediately upon attempting a rewind step. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.